Event description:
The doctor had loaded the clip onto the applier. When they went to place the clip, the end broke off into the patient. All pieces and parts have been removed from the patient. Another clip applier was pulled from the shelf and the case was completed. No issues with patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in april of 2016. Evaluation of the returned instrument shows that one jaw is loose from the instrument and the jaw pivot pin is loose and pulled thru one side of the damaged outer tube assembly. We are able to validate this complaint. This instrument was disassembled for further evaluation of its internal components and it was found that the drive rod fingers , and internal jaw slots are both damaged. It is suspected that the damaged drive rod fingers and jaw slots are what caused the tube assembly to separate thus pulling the jaw rivet pin thru one side of the tube assembly and for the other jaw to fall off of the instrument. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The doctor had loaded the clip onto the applier. When they went to place the clip, the end broke off into the patient. All pieces and parts have been removed from the patient. Another clip applier was pulled from the shelf and the case was completed. No issues with patient.